Event description:
It was reported that a freestyle libre 3 plus sensor did not pair with the intended app and produced a scan error until the user performed additional scans, after which the sensor initiated and displayed a warmup. No adverse clinical symptoms reported. Outcomes included successful initiation of the sensor without medical intervention or hospitalization. User support included customer support troubleshooting and user education. Investigation of this case revealed a transient pairing or communication issue that resolved with re-scan, with no hardware failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was most consistent with user interface or setup error.